Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead was observed to have blood ingression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead were explanted due to an infected pacemaker pocket and lead. It was noted that prior to the explant, the cardiac resynchronization therapy defibrillator (crt-d) was programmed off. No further patient complications have been reported as a result of this event.